Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited failure to capture and failure to sense. The lead was partially explanted and replaced on (B)(6) 2019. The remaining implanted lead was abandoned. The patient's condition was unknown.

Event description:
New information received noted that the patient presented in clinic on 9/24/2019. The patient complained about continued dizziness and chest discomfort. The patient's symptoms were investigated by chest x-ray but no results to report. The patient was otherwise stable during the visit.